Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.

Event description:
It was reported that the patient passed away. Multiple attempts were made to obtain a medical assessment from the physician regarding the cause of death, but none was available. There were no reports of device-related issues from the patient prior to the passing.